Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the instrument channel was determined to be a part of a cleaning adaptor. As there was no device deformation that might contribute to the retention of foreign material, the issue was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, ch-tube clogging, suction volume failure to meet standard, and joint section between the bending tube and distal end not secured were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign material in the working channel of the evis eus ultrasound bronchofibervideoscope was noted. There was no patient harm or user injury reported due to the event.